Event description:
It was reported via repair work order that the power cord sheathing was damaged and it was also reported that power inlet filter was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.